Event description:
It was reported that the pump time was incorrect, due to an unexpected reset that occurred on the pump. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Customer reported a blood glucose level of 332 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.